Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which result showed that allegation was not confirmed. Moreover, visual inspection revealed no unusualities at electrode end and helix mechanism test was passed in which the helix extended.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead incurred damage in electrode end that the helix would not extend. The lead was never in service. No adverse patient effects.